Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unspecified date, a 3.5x28mm xience xpedition stent was implanted in the proximal right coronary artery (rca), 90% stenosed lesion without reported issue. Reportedly, the patient recovered well. During the two year follow-up call, it was discovered that on an unspecified date, the patient expired. There was no additional information provided.

Manufacturer narrative:
(B)(4). If follow-up, what type? Correction: relevant tests/lab data, date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the 3.5 x 28 mm xience xpedition stent was implanted on (B)(6) 2015. Per physician, it is unknown if the death was related to the implanted stent.